Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd epicenter¿ single user software, misassociation was observed by lab personnel where the software did not recognize when patients were removed from the system. Additionally, an invalid protocol duration for the bactec 9000 was observed, even though the lab did not have a bactec 9000. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "recurring issues with error 21015. It does not recognize patients when you take them out. Also error: 25060 invalid protocol duration for the bactec 9000: error which appears however they do not have a bactec 9000."

Event description:
It was reported that while using the bd epicenter¿ single user software, disassociation was observed by lab personnel where the software did not recognize when patients were removed from the system. Additionally, an invalid protocol duration for the bactec 9000 was observed, even though the lab did not have a bactec 9000. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: "recurring issues with error 21015. It does not recognize patients when you take them out. Also error: 25060 invalid protocol duration for the bactec 9000: error which appears however they do not have a bactec 9000."

Manufacturer narrative:
After further review MFR#: (B)(4) has been determined to be not reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. The type of software issue reported would likely interrupt the device, provide an error code, and or render it unusable until the device can be rebooted, or troubleshooting restores its function. This would not lead to a clinically significant event. As a result MFR#: (B)(4) is null and void.